Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/20/2016 that on (B)(6) 2016, that the patient experienced a skin reaction on the thigh. The sensor was inserted at the thigh on (B)(6) 2016. The reaction was described as rash, looked like a burn, flaming red, crusted, weeping, and scabbed. Affected area was treated with triamcinolone and mupirocin creams prescribed on (B)(6) 2016. At the time of contact, patient is okay. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. The sensor was inserted into the thigh. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.